Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with another bioprosthetic valve. It was reported that there was moderate residual regurgitation following the implant, as shown by water injection. It was also reported that there was a problem with the leaflet that was not visible. No additional adverse patient effects were reported.